Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level displayed "high"; although specific value was not provided. Reportedly, the customer delivered a correction injection to address the high bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.